Event description:
It was reported via repair work order that the left latching spindle was damaged not allowing the left side rail to latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.